Event description:
A large amount of blood backed up into the sterile sleeve area of the coronary sinus catheter, which is not normal. The m.d. (Anesthesiologist)wanted this device looked at by the company because there is a question as to whether or not part of the sheath has a hole or not. Blood backed up into the sterile sleeve area of the catheter. The device maintained functionality until the end of the case when it was removed from the pt. No pt injury.